Manufacturer narrative:
One unpackaged ar-1927bcf-1, batch 15298095, was returned for investigation. Visual inspection noted that the anchor was cracked along the 3rd and 4th threads and damgaged on the distal end. Functional testing was not performed due to the damage to the device the most likely cause of the reported failure is user error, which can be attributed to misalignment during insertion, and/or prying/leveraging of the device. Refer to investigation photos. The complaint allegation is confirmed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a rotator cuff surgery the anchor broke. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.